Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred during enroute arterial sheath insertion the common carotid artery (cca). The physician elected to place an additional stent to address the reported dissection. It was reported that the patient is stable and the procedure was completed successfully.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred during enroute arterial sheath insertion the common carotid artery (cca). The physician elected to place an additional stent to address the reported dissection. It was reported that the patient is stable and the procedure was completed successfully.